Event description:
It was reported that during a respiratory surgery, the closing lever was fully open, but the jaws did not fully open at the 1st firing when the nurse was setting up. After that, there was no problem the opening and closing operations, the nurse handed it over to the doctor. The doctor was able to bend it, but the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4:batch #891c45. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and a gst60d reload was not loaded. The reload was received unfired. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer pulled the trigger, but not long enough to start a transection. Leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. The event reported was confirmed and it is related to improper use of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 891c45, and no non-conformances were identified. Additional event information: procedure: thoracoscopic partial lung resection. Site: lower lobe of left lung. There was no tissue damage or change in procedure during the open/close operation. The patient is stable.